Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient via a company representative reported that they had a back surgery in (B)(6) 2015 and the surgeon cut the spinal cord stimulator (scs) lead. The patient did not want to replace the scs as it didn't seem to help as much and didn't receive satisfactory relief. No troubleshooting was performed. The leads and battery were removed. The issue was resolved. The indication for use was non-malignant pain. If additional information is received, a follow up report will be sent.